Event description:
It was reported that four months after the port was implanted, the patient developed swelling, redness, and pain in the implant site during chemotherapy. Fluoroscopy showed that there was a leak in the middle of the catheter. Therefore, the port was removed without any patient complications.